Event description:
A consumer reported experiencing double vision when she looks to the left, glittering, a shadow on the left side, and a sensation of something being in her eye following intraocular lens (iol) implant surgery. The consumer further reported that she has been seen by several physicians in consultation for her symptoms, but none have offered any explanations. The surgeon reported that he referred the patient to a strabismus specialist. In a follow up, the surgeon reports the outcome of the event for the patient as "poor", but does not think the device caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/04/2008 by fax, and mail. A completed questionnaire was received on 11/05/2008.